Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported customer's insulin pump is not delivering bolus deliveries. Customer's blood glucose is between 522 and 600 mg/dl. Customer was released from the hospital yesterday after being hospitalized for non diabetes related pneumonia. It was found that customer was suspending bolus deliveries. Customer delivered a four unit bolus. Customer's nurse will monitor and call back if needed. Nothing further reported.